Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a recorded atrial high rate episode where there was only one atrial event shown in the marker channel. Reprogramming was carried out. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.